Event description:
Plaintiff alleges suffering from type I latex allergy after exposure from hand dermatitis, hives, wheezing, runny eyes, rhinorrhea, shortness of breath and other various respiratory problems. She alleges she must now live her life in constant vigilance for the presence of latex products, avoiding everyday common products which contain the natural latex protein. Plaintiff's husband alleges loss of consortium of his wife.